Event description:
It was reported to philips that during the rescue of patient, the discharge of the device was suspended and could not discharge normally. The dealer then rushed to the hospital and conducted a self-inspection on the two devices. The self-inspection reports showed no problems. They also communicated with each other about the operating methods and patient conditions, and found no abnormalities. Defibrillators are life-saving devices; failure of the device to perform as intended may result in a life-threatening situation. In a conservative assessment of the available information, this event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the failure to discharge normally. Device was in clinical use but no reported adverse event defibrillators are life-saving devices; failure of the device to perform as intended may result in a life-threatening situation. In a conservative assessment of the available information, this event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.